Event description:
During surgery the mega suture cut needle holder broke, while in use, under direct visualization. No parts were broken off. Instrument removed from service and a new instrument was used. This was the last scheduled use for this instrument.